Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. It was reported that the pump did not give insulin on board value. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/06/2013. Device evaluation:the device has been returned and evaluated by product analysis on 10/25/2013 with the following findings: during investigation, a review of the pump settings showed that the insulin on board (oib) feature was set to 4 hours. After performing a 10 unit bolus, the iob was found to be functioning properly. The issue of values showing for theinsulin on board feature was not able to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.